Event description:
It was reported that the patient with this right atrial (ra) lead heard tones from their device and presented to their clinic. The ra impedance measurements were greater than 2500 ohms, and a fractured lead was noted. Ra lead noise and oversensing were also observed. The device was reprogrammed, and no further actions were planned. No adverse patient effects were reported. The lead remains in service.